Event description:
A surgeon reported that three trocars leaked during the procedure. The surgeon used sutures to prevent leaks from occurring. Pt impact is unk. Add'l info has been requested.

Manufacturer narrative:
A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the MFR's acceptance criteria. The root cause for the customer complaint issue cannot be determined. (B)(4).